Event description:
During product service by a service technician, a flogard infusion pump was found to have presented a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an low battery alarm. The cause of the condition was determined to be an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.